Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced diabetic ketoacidosis. The patient stated because the transmitter was overheating, the patient stopped wearing the device. At the time of event, the patient was not aware of how high sugar was going and went to the hospital for diabetic ketoacidosis. There was no allegation against the device as the patient was not wearing the dexcom at the time of event and was not using alternate methods to monitor his blood sugar levels. No additional patient or event information is available.